Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received three appropriate treatments, two of which converted the arrhythmias to a slower rhythm and one which resulted in post shock asystole. The device was started up at 03:34:04 on (B)(6) 2022. At 05:09:36, an arrhythmia was detected. ECG shows svt @ 150 bpm with nsvt and pvc¿s. The rhythm then degrades to vt @ 270 bpm. At 05:10:13, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 270 bpm. The post shock rhythm was sinus bradycardia @ 40 bpm with pvcs. At 05:12:43, an arrhythmia was detected. ECG shows vt @ 200 bpm degrading to vf with CPR/electrode lead fall off. At 05:13:46, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf with CPR/electrode lead fall off. The post shock rhythm was asystole transitioning to an idioventricular rhythm @ 30 bpm with pvc¿s, CPR/motion artifact, and electrode lead fall off. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 06:09:44, an arrhythmia was detected. ECG shows vt @ 170 bpm with CPR/motion artifact, and electrode lead fall off. At 06:10:52, the patient received the third appropriate treatment. The rhythm at the time of treatment was vt @ 170 bpm. The post shock rhythm was vt @ 100 bpm with CPR/motion artifact, and electrode lead fall off. The device was shut down at 07:17:58 on (B)(6) 2022.

Event description:
The monitor and electrode belt were returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on 10/18/2022 while reportedly wearing the lifevest. The patient received three appropriate treatments, two of which converted the arrhythmias to a slower rhythm and one which resulted in post shock asystole. The device was started up at 03:34:04 on 10/18/2022. At 05:09:36, an arrhythmia was detected. ECG shows svt @ 150 bpm with nsvt and pvc¿s. The rhythm then degrades to vt @ 270 bpm. At 05:10:13, the patient received the first appropriate treatment. The rhythm at the time of treatment was vt @ 270 bpm. The post shock rhythm was sinus bradycardia @ 40 bpm with pvcs. At 05:12:43, an arrhythmia was detected. ECG shows vt @ 200 bpm degrading to vf with CPR/electrode lead fall off. At 05:13:46, the patient received the second appropriate treatment. The rhythm at the time of treatment was vf with CPR/electrode lead fall off. The post shock rhythm was asystole transitioning to an idioventricular rhythm @ 30 bpm with pvc¿s, CPR/motion artifact, and electrode lead fall off. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 06:09:44, an arrhythmia was detected. ECG shows vt @ 170 bpm with CPR/motion artifact, and electrode lead fall off. At 06:10:52, the patient received the third appropriate treatment. The rhythm at the time of treatment was vt @ 170 bpm. The post shock rhythm was vt @ 100 bpm with CPR/motion artifact, and electrode lead fall off. The device was shut down at 07:17:58 on 10/18/2022.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. There is no indication that the open r781 resistor or cable damage from strain relief caused or contributed to the patient death because the system was able to detect and treat vt/vf on the date of event. In addition, the latest available ECG recording (10/18/2022 7:17:04 am) indicates both ECG leads were functional as they were able to acquire a cardiac rhythm.